Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 12, 2013. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was unable to be installed into a calibrated hotbed system due to a tight fit of the lamp in the illuminator chamber. The root cause of the reported event can be attributed to a nonconforming the lamp. However, how or when the part became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the tabletop illuminator did not work prior to procedure. An alternate illuminator was used to perform the scheduled procedure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).